Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not synchronized. A field service engineer (fse) found that the customer required the media access control (mac) address for the station so that information technology (it) could place it on the network. The fse followed up and confirmed that the station was working as designed. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es shown data synchronization failure and was in critical override & disconnect mode. The customer attempted to reboot the station and disconnected and reconnected the network cable, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.